Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported finding a clenz (cleaner) leak under the lh750 analytical station. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed there was a leak under the diluter. Fse determined that the retic shear valve ((B)(4)) was leaking where the plates meet. Fse repaired the shear valve. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.